Manufacturer narrative:
B.3. Please note that this date is based off of the estimated event date provided in the article as the exact event date was not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. D.2. The device was used for an off label indication; see b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿acute opioid withdrawal from electric car charging: warning on a case of intrathecal pump failure." A 68-year-old male with a synchromed ii intrathecal pump was implanted in 2015 for post-surgical neuropathic pain. The device had been delivering morphine (20 mg/ml) and ropivacaine (5 mg/ml) continuously since 2019. The patient began using an electric vehicle on (B)(6) 2019. They presented with signs of opioid withdrawal including increased pain, rhinorrhea, gastrointestinal upset, fatigue, and tremors. Despite having no visible signs of infection or alarms from the pump, interrogation revealed three instances of unexplained motor stall coinciding with the patient's use of a new electric vehicle, particularly during charging periods. They later identified the manufacturer warning indicating to avoid proximity during charging if a medical device is implanted. Surgical replacement was required and the pump was upgraded to a magnetic resonance imaging (MRI)-compatible model.